Event description:
The customer called technical support (ts) reporting that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during setup. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer to clean screen and confirmed that touchscreen will need to be replaced if problem persists, provided part number for a touchscreen (front bezel). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. The case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.